Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have noticed an issue with vitamin b12 results being initially low and then significantly higher upon repeat for an unspecified number of patient samples tested on the e411 analyzer. The customer provided examples of results from two patient samples that were questioned. Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 430.4 pg/ml and this value was reported outside of the laboratory. After noticing several low results, the customer repeated testing of the sample on (B)(6) 2016, resulting as approximately 1241 pg/ml accompanied by a data flag. The customer did not know which value was correct. A new sample was requested to be collected from the patient. The new sample was tested on (B)(6) 2016, resulting as 947.3 pg/ml. The patient was not adversely affected. The vitamin b12 reagent lot number was 18733101, with an expiration date of 02/28/2017. The field service representative could not determine a cause for the issue. He ran performance testing and inspected the analyzer. Performance testing recovered within specifications and all mechanical and operational checks passed successfully.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent or instrument issue was not seen based on the provided data. The most likely root causes for the observed issues are related to pre-analytic sample handling. It was found that the customer was using a tube with a diameter of < 13 mm and centrifugation conditions of the sample were found to be outside of manufacturer recommendations.